Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that high impedance was observed on the patient's vns device during her post-op appointment that day. The patient recently had a prophylactic generator replacement on (B)(6) 2016. The patient underwent surgery again on (B)(6) 2016. Output currents were turned off for the surgery. It was suspected that the high impedance may have been positionally caused by the pin insertion. Chest pocket was opened and generator taken out. The parts of the lead that could be seen was visually inspected and surgeon did not notice any cuts or fluids in the lead. Surgeon felt the pin was secure and did not move so he ran system diagnostics 5 times with him either pushing the pins in or pulling it out as far as he could and the results were all ok with impedance levels ranging from 4413 ohms to 4514 ohms. At the time of the generator implant, the diagnostics showed ~3000 ohms. It was suggested to take out the lead pin and reinsert it with the hex screwdriver still in the generator to relieve the back pressure. System diagnostics was performed again after the reinsertion and resulted in 2384 ohms. Generator was put back in the pocket and pocket was closed. System diagnostics was ran again still resulting in 2369 ohms. Surgeon had patient get programmed back to same settings. No products were explanted.